Manufacturer narrative:
Investigation results: the photo and the available sample were analyzed and it was possible to confirm the foreign matter defect. The cause for the defect is related to the process of applying the resin that holds the cannula in the barrel during assembly. The excess resin occurred during preparation of the machine at the start of production, at the station of the resin applicator nozzle, due to some adjustment stop. For correction of the defect, a case study is being implemented for reduction of non-conformities production of needles, this analysis tool is being applied in the needle assembly machine. The batch history analysis was performed, and there were no quality reports. The batch was manufactured during november 21st 2017 to november 23rd 2017 period. The inspections carried out on the machine were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. The inspections during assembly manufacture process in agmo machine were done and no records of this deviation were found in system of this batch. It was informed that the routine controls of this specific character, is done by visual inspection each two hours over 40 pieces sample according control plan. Qn/ maintenance review: there are no quality notification (qn) or maintenance report records that could lead to this issue for the batches involved in this complaint. Based on severity and occurrence a CAPA is not required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd¿ precisionglide¿ needle there was an issue with foreign matter. The customer states ¿it was identified when opening the package, the presence of foreign matter in the hub of the needle (material found seems to be glue).¿ there was no report of injury or further medical intervention.